Event description:
Intraoperative insertion of plasma phoresis catheter requiring several attempts to place j wire. Vena cava perforated during procedure and was not evident on fluoroscopy - determined by patients increasing symptoms of respiratory distress due to internal bleeding. Immediate thoracotomy anad repair of vena cava followed with blood administration was unsuccessful in reviving patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, patient's condition - predisposed event. Conclusion: device discarded - unable to follow-up, device unavailable for follow-up investigation examination, no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data, invalid data. The device was destroyed/disposed of.